Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information reviewed and per the physician, the reported slda likely occurred due to too much tension on the anterior leaflet. Tricuspid valve insufficiency/regurgitation appears to be due to the slda. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024 a patient presented with grade 3 tricuspid regurgitation (tr) for a triclip procedure. One clip was implanted. The final tr grade was 1. On an (B)(6) 2024, a single leaflet device attachment (slda) was observed. Tr grade increased to 3. A non-abbott device was implanted. Per the physician, the slda likely occurred due to too much tension on the anterior leaflet.